Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking cassette during a fill cycle while training. The nurse received a air detected in cassette alarm. The nurse disconnected the patient and fluid came flowing out after opening the cassette door. The nurse stated the patient does fine with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and fluid was found on the cassette and inside the cassette door after treatment. The pdrn confirmed the leak occurred during fill 3 of treatment. The pdrn stated a pinhole in the cassette opposite side of the dome was found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, levaquin (250 mg, oral, every other day, 14 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The pdrn confirmed that the old cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking cassette during a fill cycle while training. The nurse received a air detected in cassette alarm. The nurse disconnected the patient and fluid came flowing out after opening the cassette door. The nurse stated the patient does fine with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and fluid was found on the cassette and inside the cassette door after treatment. The pdrn confirmed the leak occurred during fill 3 of treatment. The pdrn stated a pinhole in the cassette opposite side of the dome was found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, levaquin (250 mg, oral, every other day, 14 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The pdrn confirmed that the old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking cassette during a fill cycle while training. The nurse received a air detected in cassette alarm. The nurse disconnected the patient and fluid came flowing out after opening the cassette door. The nurse stated the patient does fine with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and fluid was found on the cassette and inside the cassette door after treatment. The pdrn confirmed the leak occurred during fill 3 of treatment. The pdrn stated a pinhole in the cassette opposite side of the dome was found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, levaquin (250 mg, oral, every other day, 14 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The pdrn confirmed that the old cycler is available to be returned to the manufacturer for physical evaluation.